Event description:
Information was received from a patient and a manufacturer representative regarding that patient who was implanted with a neurostimulator for spinal pain. It was reported that the implant has moved around a couple months prior to the report, back in 2015. It was put on the back area and that's been moving. The patient noticed having a difficult time to charge the system himself. The health care provider has looked at it and said it is okay and if it becomes an issue, they can move it to another spot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.